Manufacturer narrative:
Company rep evaluated the system . Corrections included replacement of the unit's display.

Event description:
Customer reported an issue with the spectrum monitor, which may have affected patient monitoring. No patient injury was reported.